Manufacturer narrative:
The device has not been received. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the intracranial aneurysm coil embolization, the second coil did not detach. The coil was delivered to the intended location and was successfully implanted within the aneurysm. However, when the hypotube was broken the coil failed to detach. Therefore, the hypotube was broken again but still the coil remained attached. Upon, assessment of the removed coil, it was found to be stretched after the repeated adjustments. A new coil was selected to complete the surgery. No patient injury occurred. An instant detacher was not used. Manual detachment was attempted 3 times.

Manufacturer narrative:
The axium coil was returned for evaluation inside of a (B)(6) cardboard shipping box and within a ziploc bag. The axium coil and echelon microcatheter were returned for evaluation inside of an opened axium coil inner pouch. The pushwire was found to be broken on the proximal end with the portion of the pushwire containing the tack weld replacement (twr) crimps missing. No release wire was found to be protruding from the broken proximal tip of the pushwire. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). A portion of the pushwire was found to be inside of an unknown sheath. The pushwire was found to be bent at approximately 174.5cm from the proximal end. Under the microscope, the coin was not found to be located against the lumen stop, the shield coil was found to be damaged, and the implant coil was found to be missing. The outer jacket was then removed. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured per and found to be within specification. Specification dimension for the lumen stop inner fit ID is 0.00220" minimum, and for the lumen stop inner fit ID is 0.0029" maximum. The lumen stop inner diameter (ID) was measured to be 0.00268". The retainer ring inner diameter (ID) was measured and found to be within specification . Specification dimension for the retainer ring inner diameter = 0.00455"+/- 0.00010 ". It was measured 0.00465". The echelon microcatheter was flushed in an attempt to locate the missing implant coil; however, no implant coil exited the echelon microcatheter inner lumen. An in-house mandrel (0.0160") was then hydrated and inserted through the inner lumen of the echelon microcatheter. No implant coil exited the inner lumen of the microcatheter. No other anomalies were observed. During analysis of the axium coil, no evidence was found that would ascribe root cause for the failure of the axium coil from detaching from its pushwire. The axium coil was returned for evaluation with the implant coil already detached, and all parts of the pushwire which could affect detachment were found to be within specifications. If information is provided in the future, a supplemental report will be issued.